Manufacturer narrative:
Detailed product information was not provided to boston scientific. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. A device history record review (DHR) was not performed as the upn and lot number is unknown and ship history review was not able to be performed. The labeling review unable to be performed due to fiber information not provided. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that spark came off from fiber port. The customer was using a broken fiber. The procedure was completed using the original console. There was no patient complication.

Event description:
It was reported that spark came off from fiber port. The customer was using a broken fiber. The procedure was completed using the original console. There was no patient complication.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.